Event description:
It was reported that suture placement was attempted in the left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the proglide plunger was retracted no suture was visible; a cuff miss occurred. The proglide device was removed. The sutures of a prostar xl device were placed using the preclose technique. The arteriotomy was 6f during the aaa procedure the sheath was upsized to an 8f, 14f, 16f and ultimately to an 18f. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures of the prostar xl in the lcfa. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture retrieval issue was confirmed. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.